Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response, due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 213 mg/dl. Leading to the alarm, customer was on a ride and the insulin pump was by her side, so a button may have been pressed. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.